Event description:
The olympus small intestinal videoscope was returned to the service center with a separate issue. However, a reportable medical device failure was identified during testing at the service center. During inspection of the device, foreign object was found in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.